Event description:
It was reported that the patient with this pacemaker experienced atrial fibrillation (af) and had to get an external shock. After the external shock was delivered, there were two moments of asystole: the first one lasted five seconds and the second one lasted one minute. Technical services (ts) was contacted and suspected that the device might have oversensed some artifact or there could have been loss of capture (loc). This pacemaker remains in service. No additional adverse patient effects were reported.